Event description:
The hcp reported via outcomes registry, the patient's pump had flipped in the pocket. In 2006, the patient underwent a surgical procedure to reposition the pump. The drug used in the pump is morphine sulfate 64.0 mg/ml at 6.0 mg/day simple continuous infusion. No drug withdrawal was reported.